Event description:
It was reported that an alarm was heard and confirmed by telemetry. It was a non-critical alarm due to a low reservoir volume reached. The patient had been at zero volume for over a month. The patient was refilled and reprogrammed to a lower dosage. There were no patient symptoms reported as a result of the event. It was unknown what drug was being used in the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).